Event description:
It was reported that during a recent follow-up, the field was unable to establish radio/frequency (rf) telemetry with this pacemaker. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that during a recent follow-up up, the field was unable to establish radio/frequency (rf) telemetry with this pacemaker. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Further analysis was performed to confirm proper operation of the telemetry functions of the device. Telemetry was found to be established and maintained at a distance of six centimeters (cm) from the front and 6.5 cm from the back sides of the device case, which meets device specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.